Event description:
During coil embolization of the posterior communicating artery, the presidio 10 coil got stuck in the microcatheter and the sheath became broken. There was no serious injury or additional intervention required.

Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis. The coil was returned unsheathed, entangled, unprotected, and severely damaged at the proximal section. Located at the distal tip of the hypotube/braid junction is a kink and a memory retained loop on the soft braid. The kinked braid and the memory retained radius/loop had been duplicated multiple times by retracting the green introducer while the soft braid is still exposed outside the hemostatic valve. The hypotube or soft braid is then used to advance the coil. The soft braid will most likely bend or kink and the coil will be unable to be advanced. No sheath damage was found to the unit. The coil was returned severely damaged. The evidence as received, suggests that the exposed soft braid may have been used to advance the coil or was exposed proximal to the hemostatic valve during coil advancement. In this condition, coil advancement will be extremely difficult. Also, no sheath damage was found to the unit. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.